Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2011 at an unknown time and was able to confirm that the alleged issue pertains to the initial complaint her mother contacted lfs about on (B)(6) 2011. The patient informed the mss that she was calling back on (B)(6) 2011 because her replacement meter had not yet arrived. The patient reportedly manages her diabetes with insulin but she could not recall the type or dose. The patient stated she was experiencing symptoms of "vomiting" 1 -2 minutes after the alleged issue began. The patient stated at an unknown time that day she went to the urgent care clinic where her blood glucose was tested and a value of "50mg/dl" was obtained on an hcp meter (brand unknown). The patient claimed she was treated with a glucagon injection and was later released after a couple of hours. The mss asked for clarification since the new information the patient provided was inconsistent with what was previously reported to this mss but the patient declined to answer any additional questions. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The patient stated the battery was replaced recently but the issue remained unresolved. The patient was using the correct test strips but did not have any test strips left. Replacement products were sent to the patient. The patient confirmed with the mss that she received the new meter approximately one week ago. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms that required treatment from an hcp for severe hypoglycemia after the alleged meter issue began.